Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the hand-piece arrived disassembled. The separation of the saw head from the hand-piece by the visual inspection can be confirmed. The adhesive connection between oscillating head and sleeve shows no continuous glue of the threaded surfaces. Unfortunately, this could not be found in non-conformity with specifications in the final quality control. Initial identified probable root cause to be poor preparation and application of loctite glue on the area of the power tool during the assembly process. Especially on the area where the oscillating head is attached to the power tool. Furthermore, a lack of effective work instructions contributed to this failure. In order to achieve a product improvement, an adjustment of the re-assembling process was introduced on (B)(4) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during total knee prosthesis surgery the battery power line device had "fallen apart." The report indicated that there was patient involvement; however, the report indicated that there were "no effects on the patients" and the product occurrence was not relevant to the health of the patient. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.